Event description:
On (B)(6) 2024, a patient (pt) reported while wearing the acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens (cl), the cl was ¿removed from my eye after being stuck to my eyeball. Extensive damage from scarring from corneal ulcer. Have significant vision loss now.¿ emails were sent to the pt on (B)(6) 2024 and (B)(6) 2024 for additional medical and product information. On (B)(6) 2024, a call was received from the pt, but no new information was provided. Emails were sent to the pt on (B)(6) 2024 and (B)(6) 2024 for additional medical and product information. The phone number provided by the pt was unreachable. No additional information has been received. This event is being reported as a worst-case as we were unable to confirm the pt's diagnosis and treatment with an eye care provider. The date of the pt¿s event is recorded as 01oct2024 as the exact date of the event is unknown. It is unknown which is the affected eye. The suspect product lot number is unknown. Availability of the suspect product for return and evaluation is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed as appropriate.